Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patients wife called to report his high blood glucose (bg) levels while wearing the pod. She said after only wearing the pod for less than 12 hours the pod was removed at the emergency room after experiencing a bad fall. His blood glucose levels were high reaching 500 mg/dl. The patient was then taken over to the hospital unit and the doctors said they found evidence of a stroke. They were not sure if the high bg levels played a part. The patients wife stated that he is still at the hospital for observation and was provided with intravenous therapy with insulin to bring down the bg levels along with bayer aspirin for the pain.